Event description:
It was reported that; upon rotating cage the cage broke in half almost at the midline.

Event description:
It was reported that; upon rotating cage the cage broke in half almost at the midline.